Manufacturer narrative:
B3 - date of event: 03-sep-2024. B5: it was further reported that the event occurred during infusion, and it did not complete the test. There was patient involvement. D9 - date returned to manufacturer: 23-oct-2024. H3: one device was received for evaluation. Service history review identified the device had not been in for service in the previous 12 months. The device was last service on mar-2015. The event history log was reviewed. The reported problem was duplicated as contamination was identified at the at latch/lock and downstream occlusion (dso) sensor area. The main board ac connector insulation was also found damaged. The dso sensor, flex sensor and main board were replaced to fix the issue. The device then passed all functional tests after the repair.

Event description:
It was further reported that the event occurred during infusion, and it did not complete the test. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 41541. There was unknown patient involvement and unknown signs or symptoms experienced.